Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this instrument. Name of initial reporter unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the site experienced difficulty tracking instruments. The site was able to swap instrument trackers and continued with the case with no further issues. The procedure was completed using navigation and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Initial report inadvertently filed against the trackers. Updated with correct system information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a functional endoscopic sinus surgery (fess) and there was a five minute delay due to this issue.